Event description:
It was reported that stent foreshortening occurred requiring additional intervention. The 65% stenosed target lesion was located in the moderately tortuous and calcified left main/circumflex artery. After a non-boston scientific (bsc) guidewire crossed the lesion and a 7f non-bsc guide catheter was engaged, pre-dilatation was performed using a 2.5mm non-bsc balloon catheter followed by a 3.5mm wolverine cutting balloon. A 3.50 x 28mm synergy megatron was advanced for treatment. The stent was placed at 18 atmospheres and well positioned; however, stent shortening was observed under angiography. A 4.00 x 8mm synergy megatron was then advanced and placed proximal to the first stent. After deflating the stent balloon for a deliberately long time, the balloon still hung up and was difficult to remove from the stent. The balloon had difficulty coming back in the guide catheter and the guide catheter tip became damaged. Attempts were made to deflate the balloon further and eventually the partially inflated balloon was pulled out intact. Post-dilatation was performed with a 4.00 x 8mm nc emerge balloon and the procedure completed. No patient complications were reported.

Manufacturer narrative:
B5 - updated describe event or problem.

Event description:
It was reported that stent foreshortening occurred requiring additional intervention. The 65% stenosed target lesion was located in the moderately tortuous and calcified left main/circumflex artery. After a non-boston scientific (bsc) guidewire crossed the lesion and a 7f non-bsc guide catheter was engaged, pre-dilatation was performed using a 2.5mm non-bsc balloon catheter followed by a 3.5mm wolverine cutting balloon. A 3.50 x 28mm synergy megatron was advanced for treatment. The stent was placed at 18 atmospheres and well positioned; however, stent shortening was observed under angiography. A 4.00 x 8mm synergy megatron was then advanced and placed proximal to the first stent. After deflating the stent balloon for a deliberately long time, the balloon still hung up and was difficult to remove from the stent. The balloon had difficulty coming back in the guide catheter and the guide catheter tip became damaged. Attempts were made to deflate the balloon further and eventually the partially inflated balloon was pulled out intact. Post-dilatation was performed with a 4.00 x 8mm nc emerge balloon and the procedure completed. No patient complications were reported. It was further reported that there was no foreshortening noted with a 3.50 x 28mm synergy megatron stent. The 28mm length was not long enough and the stent was well positioned, apposed, fully expanded and it was successfully implanted.